Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The insulin pump alarmed during the prime process. The blood glucose reading is 249 mg/dl. Insulin is squirting out during the manual prime process. Customer will treat the high blood glucose with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.